Event description:
It was reported that the customer had a high blood glucose level up to 407 mg/dl. Customer's mother stated that she gave a correction with a syringe. Customer's mother changed the site in the morning before school. Customers' mother stated that she did a set change when the customer went home. Customer has symptoms of excessive thirst and frequent urination. Customer's mother stated that they have a back-up plan. Customer has treated with the pump and syringes. Troubleshooting was performed and pump passed priming and high pressure tests. Customer's mother removed the set and found the cannula was bent and occluded. Customer was advised to change the set and monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.